Event description:
Additional information reported the cause of the event was treatment-emergent hypomania. It was noted there was no device failure. Intervention included adding depakote. The patient was released two nights later from the hospital. Refer to MFR report # 3004209178-2014-07553 for the patient's device implanted on the other side

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3391s-40, lot# v597842, implanted: (B)(6) 2013, product type: lead. Product ID: 3391s-40, lot# va0886e, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported the patient was hospitalized for behavior related to hypomania on the date of this report. It was suspected this was device related. It was noted no programming had been done at this time. Additional information received the next day reported the patient was hospitalized on a voluntary basis for agitation. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to MFR report # 3004209178-2014-07553 for the patient's device implanted on the other side.

Manufacturer narrative:
(B)(4).